Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was taking glucose pills and apple juice as the cgm was displaying 40 mg/dl. The patient felt tired and dizzy. Around 3:00am the patient and wife went to the ER. At the ER a bg was taken and it was high. Since the reading was high, bloodwork was done and he was treated with insulin and fluids via IV. Bloodwork showed his bg was 100 mg/dl. He was given 10 units of insulin. They stayed at the hospital until 7-8am the next morning. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.